Event description:
Collection and transport system swabs used for collection of microbiology specimens are contaminated with non-viable bacteria (gram negative rods). Upon gram stain of the swab previously immersed in the holding medium, gram negative rods are visible.